Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2016. Product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-feb-2017, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(4), ubd: 13-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient receiving fentanyl (328 mcg/day) and baclofen (120 mcg/day) via an implantable pump for non-malignant pain. It was reported the patient was having problems with the catheter. They stated that the catheter came out of the intrathecal space and "possibly came out of the pump itself" since (B)(6) 2020. The patient also reported that they went through "major withdrawals" in (B)(6) 2020. The patient had an x-ray done and the healthcare professional (hcp) could not tell if the catheter was still connected to the pump. The patient stated that they could "no longer feel the stopper at the catheter". The patient inquired if the drug in the catheter could leak out into the body and cause them any issues. The patient stated that the pump flow rate has not been reduced. They stated that they were going to have surgery to fix the position of the catheter, however, they have not scheduled a date yet.